Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-33, lot# va0fmya, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0r0zy, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer initially reported that she was diagnosed with restless leg syndrome, which included twitching/pain. The implant aggravated the condition when turned on, even at 0.1 volts. The patient was taking ropinirole medication. The patient was going to follow-up with their health care professional (hcp). The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received from the consumer reported the patient "suddenly" experienced a "grabbing, squeezing-like" pain in both legs from the knees down to the ankles in (B)(6) 2015. The symptoms were "painful," "nerve intensive", and horrible. Initially, the ropinirole medication was at 0.25 mg but now increased to 5 pills a day. The patient had relief, but not the best sleep. The stimulator was turned off for 3 days which made a difference. The doctor advised the patient to turn the device off; now the patient could control the pain much better. See related manufacture report 3004209178-2015-20570.

Event description:
Additional information received from the consumer reported she was concerned about the problem with her neurostimulator. It was noted that when the patient turned the stimulator back on, the pain came right back so she kept it off since (B)(6) 2015. The patient also took gabapentin at night as the issue occurred nightly. The pain was not as bad if she was active with her legs during the day. The issues started when she sat down to read the paper at 5 pm or when she laid down at night. The patient wished she had received more information about how to use the devices as she was half asleep after implant.